Manufacturer narrative:
On may 16, 2007, this event concerns a device that was manufactured and used outside of the united states. The analysis of the device is pending.

Event description:
After 28 months of implantation, the device involved in this MDR report was explanted because absence of output and high impedance were observed in both channels.